Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was in the 400 mg/dl range. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer also had a no delivery alarm after the motor error alarm. Customer was trying to fill the tubing when they motor error alarm occurred follower by a no delivery alarm. Troubleshooting for the no delivery alarm was performed. Customer declined to return the set and the reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test or excessive no delivery test due to the prime anomaly. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.